Event description:
It was reported that during a da vinci s prostatectomy procedure a cable on the large needle driver instrument broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported broken cable. One grip cable was broken at the distal clevis and there was damage on idler pulleys. Around the edges of the pulley, there were nicks and dents creating a sharp edge which is likely the cause of the cable breaking. Evidence not conclusive, but damage is likely due to mishandling. The broken segments stuck out approximately .2740 at the wrist. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.